Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the MDR 2243072-2023-01372 is a duplicate of 3014704491-2023-00412 this supplemental is to cancel MDR 2243072-2023-01372

Event description:
It was reported while using unspecified bd intima ii catheter the device was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, the patient used a closed intravenous indwelling needle for infusion therapy in the preparation before the egg retrieval operation. After the puncture was successful, the patient found blood oozing from the puncture dressing while waiting for the operation. The nurse immediately tore off the dressing and checked, and found that there was no abnormality in the puncture site of the patient's indwelling needle. Because the cause can be checked and explained to the patient, the indwelling needle was pulled out and the catheter was reinserted. Check and pull out the indwelling needle, and find that the indwelling needle hose is damaged and leaking. The patient showed no abnormalities.

Event description:
It was reported while using unspecified bd intima ii catheter the device was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6),2023, the patient used a closed intravenous indwelling needle for infusion therapy in the preparation before the egg retrieval operation. After the puncture was successful, the patient found blood oozing from the puncture dressing while waiting for the operation. The nurse immediately tore off the dressing and checked, and found that there was no abnormality in the puncture site of the patient's indwelling needle. Because the cause can be checked and explained to the patient, the indwelling needle was pulled out and the catheter was reinserted. Check and pull out the indwelling needle, and find that the indwelling needle hose is damaged and leaking. The patient showed no abnormalities.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.